Manufacturer narrative:
(B)(4). Investigation results visual evaluation of the returned device found the flare detached and the wire kinked in the middle of the device. The catheter was found to be smashed in the distal section end and was also noted to have a staple attached into the middle of the device. The handle cannula was in good condition and the device presented evidence of the flaring process. The dongle shaft and key were in good condition and the cannula in the crimping section near to the dongle was tilted. Functional testing could not be performed due to the flare detachment and condition of the returned device. The complaint was confirmed, the device flare is detached; this condition could have contributed with the alleged failure of loop failed/unable to extend. The failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician advanced the snare in the colonoscope. When the nurse attempted to open the snare, the snare loop failed to fully extend out of the catheter. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; flare detached.